Manufacturer narrative:
All buttons functioned properly. No frozen display, audio anomaly or alarm icon anomaly were noted. The time advanced properly during testing. The insulin pump passed the self test and the displacement test. The insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. No sensor error alarm was noted. The keypad flex connector was locked. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump has an alarm beeping but no error message is shown on the screen. Customer also stated that the keypad is not responding, the display is not completely blank and there is a black circle on the display screen. Customer stated that the alarm occurred at the time the buttons were not working. Customer stated that the buttons began functioning in less than 5 minutes without a battery change but not all buttons are responding. Customer stated the alarm was sensor error. The display window is nor frozen. Blood glucose level is 160 mg/dl. Nothing further reported.